Event description:
A settings issue was reported by the customer concerning an incorrect date and time on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump's time and date and advised them to monitor the situation and follow up if the time discrepancy exceeded five minutes again.